Event description:
It was reported that while using the surgical fiber during a prostate procedure, the ¿greenlight appeared at the beginning 25 minutes, and the filter was replaced by another small one about 31 minutes later. However, the phenomenon of the greenlight did not disappear. After that, when it was returned to the original filter again, the phenomenon disappeared". The procedure was completed with a turp. Patient outcome: ¿no injury¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits mild devitrification; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the bevel edge appears in good condition; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along the fiber; the connector segments and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Probable root cause: based on the device analysis, the product complaint "green light didn't disappear" could not be confirmed; there is no failure found with the returned product.